Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings: the battery compartment was found to be cracked near the top, below the bumper pad, and between the top and bumper pad. The battery compartment failed a leak test as a result of the damage. Moisture was observed in the battery compartment. The threads of the battery compartment were found to be stripped. The battery cap also had stripped threads. A test battery cap was able to tighten to the pump. Unrelated to these issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that moisture was present. Additionally, the threads of the battery compartment and cap were stripped. This report is made based on results of investigation completed on 12/23/2015.